Event description:
The account replaced the left intellidrive handle and now the left handle works backwards. No injury reported.

Manufacturer narrative:
The technician stated that it may be the strain gauge was assembled backwards. The account is going to try another left intellidrive handle from their stock. No further info is available on the repair of the bed a this time.